Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The national joint registry reported that a patient underwent an initial right hip arthroplasty. Subsequently, a revision procedure was performed due to dislocation and subluxation.

Manufacturer narrative:
(B)(4). Concomitant medical products: not biomet UK manufactured products medical product:28mm diameter +3.5mm neck length, catalog #:8018-28-03, lot #:63630380 , medical product:cpt hip stem 12/14 size 0105mm std, catalog #: 8114-00, lot #: 63693534. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
Hip revision due to dislocation and subluxation.